Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an atypical low voltage/power cable disconnect alarm was confirmed via the provided log file. The log file captured several atypical low voltage and power cable disconnect alarms on 05sep2025. These alarms correlated to the voltage signal within the black power cable fluctuating below the alarm thresholds, and the alarms cleared within a few seconds of activation prior to reactivating. The pump operated as intended throughout the data. The returned system controller (serial number (B)(6)) was functionally tested and performed as intended. Atypical alarms were unable to be reproduced throughout all testing. The controller was opened and inspected at a component level, and the black power cable¿s inner connector was observed to not be fully seated within its connection to the controller¿s main printed circuit board (pcb). Although atypical alarms were not reproduced during testing, the black power cable being loosely connected to the controller¿s main pcb could cause atypical low voltage or power cable disconnect alarms to occur intermittently. The root cause of the reported event was determined to have been a loose connection between the black power cable¿s inner connector and the controller¿s main pcb. A manufacturing analysis task was completed to investigate the loose connection. The cause of the loose connection was determined to have been operator error during the manufacturing process. In response, an awareness training session was conducted to address the issue, and reoccurrence of the issue will be tracked and monitored. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ and the heartmate 3 lvas instructions for use, section 7 ¿alarms and troubleshooting¿ instructs users on how to identify and respond to alarms that sound from their controller, including low voltage and power cable disconnect alarms. Users are instructed to connect to a working power source to resolve low voltage and power cable disconnect alarms. The heartmate 3 patient handbook, section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced multiple days of intermittent beeping of low battery alarms from the black lead while using batteries and mobile power unit (mpu). The mpu was tested and appeared to be functioning as intended. The event log contained multiple low voltage advisory/power cable disconnected alarms while using battery power. The log file only showed one line of data while the patient cable was in use with no alarms noted. It was noted that the system controller may be at fault. It was recommended that the system controller be exchanged. The black lead was confirmed to not be functioning properly. The controller was exchanged leading to resolving all issues patient experienced.